Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that during the patient's ipg replacement the right lead was discovered to be migrated and while adjusting the lead it had high impedances. The lead was then explanted and replaced.